Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture at any output, due to dislodgement. The lead was capped and replaced successfully on (B)(6) 2016. The patient was and is asymptomatic. The procedure went well and the patient had no complication during or after.